Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A healthcare professional reported that when a surgeon attempted to push the injector/plunger of a preloaded intraocular lens (iol) device, it was difficult to push. Also the haptic had already become unfolded in the injector. There was no patient contact and another lens was implanted instead.

Manufacturer narrative:
The customer indicated the use of a non-qualified viscoelastic. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for this device. The use of an non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. Additional information was provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only the device was returned in the opened blister tray. The lens stop was removed. A small amount of viscoelastic is observed in the device. The plunger is oriented correctly. Only the device was returned. An inadequate amount of viscoelastic was observed in the device. If the device is underfilled with viscoelastic this will result in inadequate coverage of the lens and lens fold path with ovd. The dfu instructs to fill the device until viscoelastic, at a minimum, can be seen flowing past the nozzle ¿fill-to¿ line (approximately 0.2ml room temperature ovd). No damage was observed. The manufacturer internal reference number is: (B)(4).